Event description:
(B)(4). I am allergic to nickel and at the time the product had no allergy warning in it. I suffered constant pain, swelling, and edema, irregular periods, and brain fog.

Event description:
(B)(4). I endured these symptoms along with severe pain for 5 years. Then in (B)(6) 2013, the pain was so terrible I couldn't walk and had an emergency CT scan. After the scan, I was sent to see an ob gyn for follow up and a vaginal ultrasound. The ultrasound revealed the device had migrated. My surgeon believed it to be imbedded in my uterus and scheduled an emergency hysterectomy. While performing the hysterectomy, she had to perform exploratory surgery because the device had actually perforated my uterus and was found resting between the uterus and colon. This normally 2 hour surgery took nearly 4 hours due to the migraine and perforation.